Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 to have his ipg relocated due to it causing discomfort. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).